Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit; the user facility staff was not following the correct reprocessing path. The following was found during observation of reprocessing: deficiencies with endoscope leak testing as well as out of sequence endoscope channel brushing. Endoscope was not fully depressurized after leak test and bending section displays expanded size. During reprocessing it was noted there was out of sequence brushing, channel opening was brushed first, as well as suction channel was brushed out of sequence. Observed during reprocessing and the use of scope buddy plus, there was no minimum contact time met as required by the detergent manufacture which is a minimum of 1 minute following endoscope channel flushing. No patient infections or injuries reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Leave the endoscope, the channel plug, the injection tube, and the auxiliary water tube immersed in the disinfectant solution according to the instructions of the disinfectant manufacturer. Confirm the recommended contact time, temperature, and concentration. Use a clock or timer to accurately measure the disinfection contact time should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.